Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while chest compressions were being delivered to the patient, their device was connected to the patient and a shock was advised. When the shock button was pressed, the device went back into analysis again and it appeared as though a shock was not delivered to the patient. Another emergency crew arrived on scene and their device was connected to the patient. No additional shocks were advised, regardless of the interventions that were taken (epinephrine, saline, gi airway access). The patient, a male, did not survive the event. The customer, a healthcare professional, does not believe that the issue with the device caused or contributed to the patients outcome due to no signs of life from the beginning of the event. When the customer arrived on scene, the patients extremities were cyanotic and stiff and the patient had minimal color in his face and chest.